Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer has high blood glucose and a no delivery. Customer stated the insulin pump alarms no delivery when she is due to get more insulin. Customer's blood glucose was 533mg/dl. During troubleshooting the customer stated the insulin is coming exiting. During manual prime the pump did not alarm no delivery. Advised that the customer the pump is working as designed.